Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an intraocular lens (iol) that was cracked at the optic/haptic upon insertion into the eye; the optic was barely attached. The doctor cut the lens out of the eye and replaced it during the same procedure. Additional information is requested.